Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-05438. It was reported that the patient presented in the hospital. Upon interrogation, the right atrial lead was non-functional and the right ventricular lead exhibited decreased impedance measurements. Chest x-ray revealed that the leads had dislodged and had no slack. It was noted that the patient had become bradycardic. Re-interrogation of the device noted that both leads exhibited loss of capture. A temporary pacemaker was inserted. On (B)(6) 2020, the right atrial lead was explanted and replaced. The right ventricular lead was respositioned. The procedure was completed without complications and the patient was discharged in stable condition.